Manufacturer narrative:
Manufacturing engineer evaluated the plate and indicated the plate is broken into two separate pieces. The plate has been partially (almost completely) formed into the rough shape of a mandible. The plate is broken through the beam section between screw holes located 4 and 5 holes from the center on the (patients) right side of the plate. Except for the (patients) left end of the plate, almost all screw holes have gouges / marks evident on both the top and bottom of the plate from the jaws of the bending tool(s) used to form the plate. Tool marks are noticeable in and around both the top and bottom of the beam section that broke. While the curvature of the bent plate is relatively smooth and in the same direction, the plate is noticeably bent in the opposite direction only 2 holes away from the break toward the end of the plate. All relevant features to the complaint (raw material, beam thickness and beam width) conformed to product specifications. A review of the device history record revealed no complaint related anomalies.

Event description:
Prior to a mandible resection for osteonecrosis procedure, the surgeon bent one plate and it broke. A second plate was obtained but it also broke while bending prior to implanting in patient. Both plates broke while using the last hole bender on the combination bender. Surgeon felt both plates were more brittle than usual. A third plate was obtained and was bent and implanted with no further problem, no harm to patient. Procedure was prolonged approximately 40 minutes. This is 1 of 2 reports for the same event.